Event description:
Kanagroo pump started for 1700 feeding of 80 ml over 2 hours. Pump alarmed "clog in line." Patient's ngt flushes fine, when left off patient to drip in cloth, alarmed the same. New kangaroo tubing hung, and alarmed same. New kangaroo pump ordered and feeds on hold until arrives.